Event description:
It was reported that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed the analysis and concluded that the detector had slipped from the technician¿s hands onto the tabletop. Mechanical shocks had been recorded in the detector¿s shock log. However, no visible physical damage was observed, gain and pixel calibration tests passed, image quality was unaffected, and the detector continued to function properly. The system had been returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).